Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) levels ranged from not impacted to 308 mg/dl. The customer reported the elevated bg level was due to consuming lunch and being interrupted by the alarm 19 while attempted to change supplies and deliver a bolus. The customer's bg level was addressed with a manual injection. Reportedly, the customer was able to load a cartridge successfully, and had manual insulin injections available as alternate insulin therapy.